Manufacturer narrative:
Failure analysis investigations confirmed the customer-reported complaint. The clip applier instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly loaded on the grips. An additional observation not reported by the site is that the instrument was found to have hairline cracks on grip input shafts. The complaint was confirmed based on failure analysis, which indicates that the device may have contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier would not open. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: there was no noted damage. The instrument appeared to be working, but the clip would not stay closed and would open back up with the instrument. A new clip applier was used, and the clips stayed "clipped". There was no adverse effect to tissue and no unexpected tissue removal. There was no bleeding.